Event description:
The distributor reported that during a patient procedure a foreign object (metal wire) was hanging from their exacto cold snare. No report of patient harm.

Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the return of the device, a root cause cannot be determined. The exacto cold snare instructions for use (IFU 732260) states: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed, and no abnormalities were identified. There have been no other complaints associated with this lot. No additional issues have been reported.